Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0 cm and 140.0 cm from the proximal end. The pusher assembly was fractured approximately 140.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip and the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and the embolization coil was undamaged. Conclusions: evaluation of the returned ruby coil lp confirmed kinks on the pusher assembly. If the device is forcefully advanced against resistance, damages such as these may occur. The non-penumbra microcatheter used in the complaint was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. Further evaluation of the device revealed that the pusher assembly was fractured, the pull wire was retracted from the pusher assembly distal detachment tip and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00830 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00830.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coil lps and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil lp into the microcatheter, the physician experienced resistance; however, the physician was able to successfully implant the ruby coil lp into the target vessel. While attempting to advance the next ruby coil lp into the microcatheter, the physician experienced resistance and subsequently the pusher assembly of the ruby coil lp became bent. Therefore, the ruby coil lp was removed. It was reported that at one point during the procedure, the microcatheter was replaced with another non-penumbra microcatheter to select a smaller vessel. The procedure was completed using additional ruby coil lps and the second microcatheter. There was no report of an adverse effect to the patient.